Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the there was a cerebrospinal fluid (csf) leak after the device was first implanted. The leak was treated using a blood patch. Near the time of report, the patient began to have headaches. It was noted that one possible cause was a chronic csf leak, though nothing had been confirmed. The device system was infusing baclofen.